Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)") and device dislocation ("migration of implant / migration of essure device location of device: unknown, migrated from original position,") in a female patient who had essure (batch no. C35237) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety from 2014 to october 2016 and depression from august 2014 to october 2016. Previously administered products included for an unreported indication: birth control pills from 2010 to 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain ("abdominal pain") and adenomyosis ("he found endometriosis in my uterus"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain and adenomyosis outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, adenomyosis, device dislocation, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: status post essure and nova sure procedures.the proximal segment of the right fallopian tube is mildly dilated and does opacify with contrast significant contrast opacification of the mid and peripheral portion of the right fallopian tube is not visualized radiographically. However, trace amount of contrast is visualized in the right adnexal peritoneal cavity on the captured images appreciated only after the procedure. On the left, the end of the outer coil is visualized in the midsegment / isthmus portion of the left fallopian tube. The distal end of the outer coil and distal and of the inner coil are positioned quite peripherally and potentially beyond the ampullary portion into the peritoneal cavity. Diagnostic results: (B)(6) 2016:hysterosalpingogram: failure to occlude (close) fallopian tubes, migration of essure device, perforation (fallopian tube). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events fallopian tube perforation, abdominal pain were added. Lot number & lab data updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)") and device dislocation ("migration of implant / migration of essure device location of device: unknown, migrated from original position,") in a female patient who had essure (batch no. C35237) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety from 2014 to (B)(6) 2016 and depression from (B)(6) 2014 to (B)(6) 2016. Previously administered products included for an unreported indication: birth control pills from 2010 to 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain ("abdominal pain") and adenomyosis ("he found endometriosis in my uterus"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain and adenomyosis outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, adenomyosis, device dislocation, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: status post essure and nova sure procedures.the proximal segment of the right fallopian tube is mildly dilated and does opacify with contrast significant contrast opacification of the mid and peripheral portion of the right fallopian tube is not visualized radiographically. However, trace amount of contrast is visualized in the right adnexal peritoneal cavity on the captured images appreciated only after the procedure. On the left, the end of the outer coil is visualized in the midsegment / isthmus portion of the left fallopian tube. The distal end of the outer coil and distal and of the inner coil are positioned quite peripherally and potentially beyond the ampullary portion into the peritoneal cavity. Diagnostic results: (B)(6) 2016:hysterosalpingogram: failure to occlude (close) fallopian tubes, migration of essure device, perforation (fallopian tube). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of ptc (product technical problem ) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.